Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a low impedance warning and high sensing integrity counter (sic) on the right ventricular (rv) lead. It was noted that there was an outer insulation breach near the suture sleeve, possibly due to clavicular crush. It was also reported that there had been an impedance spike that stabilized and remained high on the right atrial (ra) lead. It was further reported that there was an outer insulation breach causing over-sensing noise. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.